Event description:
It was reported that the ¿motor was sticking (error code2)¿ on the motor device. The reporter "inserted a tool and unlocking the motor so it would run". Reportedly the user "forced the burrs to spin by turning it manually". The reported event did not occur during surgery. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. It is unknown if a spare device was available. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed the reported condition could not be confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.